Event description:
Biomed technician was performing annual calibration on suction unit on crash cart in ICU. Technician was using bemis 1200cc hi-flow canister with a 'white lid.' Canister imploded after about 1 minute at approx. 300mm hg. Technician was not injured, and there was no pt involvement. Investigation revealed that canister is at least 10-15 years old. Contact at hospital explained that other crash carts have been examined, and several damaged canisters were found and being replaced. Contact stated they have three or four different manufacturer's canisters on site.